Event description:
Information was received regarding a cadd extension set. It was reported that there was filter leakage from a tubing that had been changed 24 hours prior. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.